Event description:
It was reported that a user experienced inability to view glucose data on the ilet while pairing and starting a dexcom g6 continuous glucose monitor (cgm) and transmitter, with on-device notification to connect to cgm or enter bg and the dexcom display indicating the sensor was in warmup; customer care provided troubleshooting and education regarding sensor warmup and navigation to the dexcom screen. Symptoms included elevated blood glucose peak of 348mg/dl with no associated clinical symptoms. Outcomes included user guidance to monitor and call back if connection did not occur after warmup, with no hospitalization and no alerts or alarms reported. User support included troubleshooting and education on cgm warmup behavior and device use. Investigation of this case revealed that the cgm was in its normal warmup period and that glucose data would populate upon completion, with no confirmed device malfunction identified for the ilet or cgm. It was concluded, based on previously established findings for similar reports, that the cause was user interface understanding during cgm warmup and expected cgm behavior.